Manufacturer narrative:
Product analysis: the device was returned without the stent present. Crimp impressions were visible on the balloon. No other damage to the device was noted. (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion in the prox-mid lcx exhibiting 70% stenosis, minor calcification and moderate tortuosity using an endeavor sprint drug eluting stent. Nothing unusual was noted during device preparation. The lesion had been pre-dilated - 10 atm, 1 times, 2 seconds. 40% stenosis remained. During the procedure, the stent failed to cross the lad and got stuck in the lcx and the stent dislodged in the middle of the lcx during attempted delivery. The stent was removed from the patient by a snare. The physician used a new device to complete the procedure. The physician concluded the reason for the dislodgement was the pre-dilatation was inadequate and 'delivering fast'. The patient is reported to be good and no further patient complications were reported.